Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer and the software were installed during the service call. The system was tested adn found to be working as intended and put back into service.

Event description:
The customer reported the system had an intermittent communication errors and would not boot. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.